Event description:
The product was returned as the implant hex was stripped during placement. Based on the report, the pt had good oral hygiene and moderate bone condition. The fixture was placed in tooth location #10. Bone material was used for grafting the site where the implant was explanted. The doctor indicated that the implant hex was stripped during placement and implant could not be advanced not it could be reversed. Trephined around the implant. Loosened the implant and removed with hemostats. The pt outcome was stable but treatment is ongoing.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. All internal threads are 100% inspected prior to their release. No other similar complaints from this lot have been rec'd. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake or tool wear (lack of countersink) (use of worn or damaged hex drivers). Additionally the hex drivers used for this case were also returned for eval and were found to be missing the o-rings and showed signs of wear.